Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that due to her meter being unavailable for use because of persisting e-1 errors, she passed out on two separate occasions due to hypoglycemia. Customer states she had tried to test within 24 hours of the event using test strips with an unidentifiable lot #, but had only received an e-1 error from the moment she obtained the blood glucose device; she never received an actual reading. The customer states she took her normal insulin and oral medication around 5:00pm-6:00pm. At an unknown time, the patient began to experience low blood glucose symptoms of feeling "woozy". The patient attempted to test with test strip lot 496611 and received an e-1 error. On the way to the kitchen to obtain orange juice, the customer lost consciousness. The customer's daughter treated her with glucose tablets and orange juice. After treatment, the customer tested her blood glucose on a non-roche device and received a result of 117 mg/dl. The patient was not hospitalized. Approximately one week later, she again had tried to test within 24 hours of the event using the test strips with the unidentifiable lot #, but had only received an e-1 error. She never received an actual reading. The customer states she took her normal insulin and oral medication around 5:00pm-6:00pm. At around 9:00pm-10:00pm the patient began to experience low blood glucose symptoms of feeling "dizzy and woozy". The patient attempted to test with test strip lot 496611 and received an e-1 error. The customer lost consciousness. The customer's daughter treated her with glucose tablets and orange juice. The patient was not hospitalized. Return of the suspect device was requested for evaluation.